Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call and did not find any issues. The cse found the customer installed cuvette wash in the saline bottle. The cause of the discordant, falsely depressed alanine aminotransferase, aspartate aminotransferase and alkaline phosphatase results is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed alanine aminotransferase, aspartate aminotransferase and alkaline phosphatase results were obtained on patient samples on an advia 1800 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same advia 1800. The customer did not provide repeat results except for sample ID: (B)(6), which resulting similarly to the initial result. The customer repeated the same sample on an alternate instrument. The customer did not provide result data for the alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed alanine aminotransferase, aspartate aminotransferase and alkaline phosphatase results.